Manufacturer narrative:
Device evaluation: visual inspection/ product testing could not be performed as the product was not returned for evaluation. The reported complaint could not be verified. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017 into the right eye of a patient. It was later explanted on (B)(6) 2017 due to an unexpected refractive outcome. No additional information was provided.